Manufacturer narrative:
.

Event description:
It was reported that the vns patient had a seizure on (B)(6) 2015 that lasted approximately 20 minutes. The device output current was subsequently increased. The patient's device was tested and showed normal device function. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Information was received that the previously reported seizure was normal for the patient.